Event description:
It was reported that this pacemaker recorded electrogram (egm) where an extra deflection is observed to align with the ventricular pacing, indicating under sensing of the intrinsic r-wave and functional non-capture. It was recommended to measure the r wave on the programmer and adjust sensitivity in latitude. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.